Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed: gi bleed going for colonoscopy today. The root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a gastrointestinal bleed. The patient was treated with a colonoscopy and is in stable condition.